Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: initial of 2210968-2024-10454 was not reported late. The g3 date received by manufacturer was incorrectly reported within initial of 2210968-2024-10454. The correct date is (B)(6) 2024, which makes the report submission due date to be (B)(6) 2024.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information was requested, and the following was obtained: what is prejet? Is it part of the suture?¿it was typo for predget was an ethicon pledget used in conjunction with the prolene suture? If yes, please specify.¿yes please provide the patient's weight, bmi at the time of index procedure. ¿unk date of index surgical procedure?¿unk on what tissue was the suture used?¿right main bronchus membranous portion what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿not reported directly, but he had cancer and terrible smoking habit for long time how was the suture placed (interrupted or continuous)?¿interrupted how was the suture originally tied (multiple knots, square knot, etc.)?¿unk please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).¿bloody sputum and wheezing please provide the onset date/time of infection from the initial surgical procedure.¿post-op 15 months. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?¿no did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?¿post-op were cultures performed? If so, please provide the results.¿unk how much and what type of drainage is present in this wound?¿unk please describe any medical intervention performed including medication name and results.¿tranexamic acid, antiallergic drugs, steroids were any pre-op cleansing procedures changed recently? If yes, please describe.¿no did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿no other relevant patient history/concomitant medications?¿unk what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿ what is the patient's current status?¿recovered lot number? Unk.

Event description:
It was reported that a patient underwent an open chest of right upper lobectomy for right upper lobe lung adenocarcinoma (stage 2b) on an unkown date and a pledget was used on a suture. During the operation, 2 centimeters of the right main bronchial of the membranous portion was injured by dissecting forceps during peribronchial dissection, and the injured area was repaired by 2 stitches with suture with a pledget. Afterwards, it was covered with a factor xiii with fibrinogen formulation and a polyglycolic acid sheet. The patient had a good postoperative course, but about 1 year and 3 months after surgery, a bloody sputum appeared. Tranexamic acid administration caused remission, but about 1 year and 5 months after surgery, the bloody sputum relapsed and wheezing was also recognized, so bronchoscopy was examined. As a result, pledget and suture were exposure, and hemorrhagic formation of granuloma were recognized at the right main bronchial membranous portion. In addition, CT scan showed that the pledget of the suture area appeared into the bronchial lumen with the postoperative course, and it was recognized that protrusion into the trachea inner cavity by CT scan at 1 year and 5 months after the operation. After bronchoscopy, the patient developed pneumonia, so the doctor performed an antibiotic treatment. Furthermore, as a result of pathological examination, no malignant findings were found, so the doctor diagnosed a reactive granuloma to suture and pledget. In order to suppress the formation of granuloma, anti-allergic and steroid treatment was performed, the granuloma markedly decreased in size after a month. It was tried to remove the granuloma with forceps, but it was difficult to remove, so the doctor decided that it was not to surgically remove the granuloma and to continue conservative treatment with steroids. No relapses of bloody sputum or wheezing have been recognized. <consideration> in this case, it is considered that suture failure occurred because the pledget transferred from the chest cavity to the endotracheal. It is considered that ischemia due to suture and/or infection to the pledget caused necrosis of the membranous portion, so the pledget pierced through the membranous portion of the bronchus and appeared in the lumen. Additional information was requested.